Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, poly worn through. Patient was revised using depuy poly and a new orthomet head. The new poly was cemented into the existing cup.